Event description:
It was reported that the insulin pump alarmed motor error during the bolus delivery. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor. Unable to perform the occlusion, prime or excessive. No delivery tests due to motor error alarm. All operating currents were within spec. The insulin pump had a missing end cap sticker.